Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received notification that a 19mm pericardial aortic valve was explanted after an implant duration of nine (9) days due to a significant paravalvular leak (pvl) observed on post-operative echo. As reported, a non-edwards valve was initially planned to be implanted in the patient with a small root, but there was no valve available in a small size from the manufacturer; therefore, the decision was made to implant an edwards surgical valve. The 19mm pericardial aortic valve was a loose fit and no gaps were observed, while the 21mm valve would fit too tightly. The decision was made to downsize as per edwards advice on in-between sizing. No visible gap observed following seating. Echo initially showed a small leak at lt/rt commissures, but this pvl was no longer visible off by-pass. On pod #8, echo showed a significant pvl. On explant, a clear gap at the area of the pvl was observed. A 21mm edwards magna ease aortic valve was implanted in replacement.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of paravalvular leak could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. A suture hole was visible near one of the three black stitch markings on the sewing ring. The customer provided one color image of the valve at the inflow aspect; the valve was received in the same condition. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. In this case, the patient required intervention due to perivalvular leak after an implant duration of nine (9) days. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. However, it is likely due to procedural related factors that may have caused or contributed to the reported issue. The explanted 19mm valve was replaced with a larger sized valve (21mm). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.